Manufacturer narrative:
Evaluation summary: device shows fracture damage to one of the rails on the back surface. It is not known under what conditions the incident happened. The cause of the damage to the device could not be definitively determined. The smaller rail is fractured off. Device history records indicate manufacturer to specification.

Event description:
It is reported that the provisional articular surface was being used in surgery in 2007. After removal and during lavage, pieces of blue plastic were found in the patient's knee. The provisional was examined and was found to be cracked with one of the posterior fins broken off into two pieces. One of the pieces was found. The location of the second piece is unknown; however, it is believed that it may be implanted in the patient.